Manufacturer narrative:
The pt remains ongoing with the implanted device. No further info is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The pt was implanted with a left ventricular assist device. The vad coordinator reported that the pt had a pinch in their driveline. The pt was in clinic and it was revealed on the log file history that there were some instances of the pt's pump speed dropping below the low speed level. Both incidences occurred on battery and tethered operation. The pt was re-admitted for closer observation. It was also reported that the driveline was severely twisted, as the system controller had to be rotated multiple times to return to normal.